Event description:
Disposable bipolar forceps packaged as sterile, however the barbs of the forceps do not have a protective cap and punctured the packaging. Package no longer sterile and risk for contamination on or setting if unnoticed when preparing device on a sterile field.